Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead had caused diaphragmatic stimulation after the lead had advanced. As per additional information received from the field representative, this had happened after the patient fell down. A lead repositioning was attempted but the lead had micro-dislodgement, and blood was noted in the lumen that prevented easy movement of the guide wire. The lead was explanted and was replaced with a new lead. No additional adverse patient effects were reported.